Manufacturer narrative:
H.6. Investigation: this is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number or an incorrect batch number was provided. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. Multiple attempts have been made to obtain additional information, the customer has declined to provide additional information at this time. Eua#: (B)(4).

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # 5097217 medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device lot #: jb202306 was reported, however, this is not a lot# manufactured for this product #.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. Multiple attempts have been made to obtain additional information, the customer has declined to provide additional information at this time. Eua#: (B)(4).